Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port btt would not hold air. The valve was reported to have stayed in, but qa will interpret this as MDR reportable. A replacement device was used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).